Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine follow up, post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the oversensing. Programming change was made. The patient was stable.